Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se reloaded the current software and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when turned on a 980 ventilator generated an inoperable diagnostic code. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: an exhalation valve module (evm) assembly was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and functional testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.